Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due to an incident of hyperglycemia. Per the pt, she just had been trained and using animas inset insulin sets for a week. On the morning of (B)(6), she placed a new animas inset, almost immediately her blood glucose began to rise, within hours, her blood glucose was 400 mg/dl. She bolused insulin via syringe 3 times that day. She changed the site and found the site had a kink. She awoke the morning of (B)(6) and her blood glucose was still not under control and she began to vomit. She was brought to the hospital. Upon she was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B)(4). Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed. The device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specs.